Event description:
It was reported that the stair tread/tracks were stuck and could not engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.